Manufacturer narrative:
(B)(4): eval results: severe thrombosis and had a severe reverse s curve in the thoracic aorta arch. Eval conclusions: severe thrombosis and had a severe reverse s curve in the thoracic aorta arch.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as severe thrombosis and had a severe reverse s curve in the thoracic aorta arch. The physician inserted a thoracic talent 44 device which could not be advanced due to aorta morphology. The device was removed from the pt and there were no kinks in the device. The physician used another talent stent graft which was able to be advanced and deployed. During the deployment of the stent graft, the apex was starting to misalign but the physician pulled the stent graft back slightly, as per the IFU and resolved the misaligned apex. However, upon removal of the delivery catheter, the nose cone got caught on the other apexes. The physician inserted a balloon and was able to remove the delivery catheter. The physician implanted two other devices from another MFR to complete the case. No additional clinical sequelae were reported, and the pt is fine.